Manufacturer narrative:
The patient was revised to address pain. Decompression fasciotomy and gluteal tendon transfer. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. UDI: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address pain. Decompression fasciotomy and gluteal tendon transfer. Update rec'd july 11, 2017 - the patient's medical records were received. Medical records were reviewed for MDR reportability. The medical records indicate the patient had two surgeries between primary and revision to repair his adductor tendons following a fall. At this time there is no new information to report. The complaint was updated on: july 14, 2017.